Manufacturer narrative:
Vyaire medical file indentification: (B)(4). H3: 81 other ¿ currently, the suspect device has not been returned for evaluation. The device was evaluated by a vyaire medical authorized 3rd party. Investigation performed on similar cases shows that extremely fine salt within the facilities environment entered the system and into the blower assembly and inspiration valve, causing a build-up of debris which in-turn caused resistance to the blower rotation. This in turn caused the blower driver fet's on the main electronics damage, due to overheating. A root cause has not been determined. No harm or injury reported. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : the device was evaluated by a vyaire authorized 3rd party.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for evaluation. Requested to return the main board and blower belongs to this unit for fa lab investigations. Investigation performed on similar cases shows that extremely fine salt within the facilities environment entered the system and into the blower assembly and inspiration valve, causing a build-up of debris which in-turn caused resistance to the blower rotation. This inturn cause the blower driver fet's on the main electronics damage due to overheating. Therefore, the root cause was determined due to environmental contamination.

Event description:
It was reported to vyaire medical that the bellavista1000 ventilator had burning smell prompted the technician to shut down the machines. Burnt boards were found inside. Customer confirmed that the issue happened during patient use. Patient was removed from the vent due the reported device issue with no harm.

Manufacturer narrative:
H10: the suspect device has not been return for investigation. However, log show high temperature alarm came up on the (B)(6) with a temperature of 91.9°c. There are insp valve and blower failure alarms visible but cannot determine if it is caused by the mainboard or not. Vyaire ts advised customer to replace with a known good mainboard to see what the behavior is afterwards. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.